Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on 22-nov-2017. A rotawire was received with MDR ID# 2134265-2017-12067 with no reported issues. The rotawire was used in a 90% stenosed target lesion located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). During the procedure, it was noted that the burr stalled and stopped rotating. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the burr became stuck on the rotawire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was returned inside the burr. The guidewire is stuck inside the burr and it was not possible to release. The distal tip section is detached from the body of the guidewire and it is kinked, stretched and unraveled. The core wire is broken in two different sections. The first broken section located on the body approximately at 327.6 cm from the proximal end and the second section is located on the distal tip approximately at 3 mm from the tip. Overall length and outer diameter of the distal tip could not be performed due body broken. Outer diameters of the middle and the proximal section are within specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on (B)(6) 2017. A rotawire was received with MDR ID# 2134265-2017-12067 with no reported issues. The rotawire was used in a 90% stenosed target lesion located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). During the procedure, it was noted that the burr stalled and stopped rotating. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the burr became stuck on the rotawire.